Manufacturer narrative:
(B)(4).

Event description:
The pump was delivering gabalon.

Event description:
Additional information was received and it was reported that on (B)(6) 2013 ¿water accumulated in the abdominal pocket and this might have caused the suture fixing the pump to slip out, making the pump to rotate¿. The 3d CT revealed that the catheter was kinked and got caught in the pump. The physician was ¿of an opinion that the event may be unrelated to the csf leak¿.

Event description:
It was later reported that the date of onset of the csf leak was (B)(6) 2013 and the date of onset of the catheter kink was (B)(6) 2013. It was noted that the causal relationship of the csf leak to the procedure was unknown. On (B)(6) 2013, lifting of the patient¿s head caused nausea, with red face. On (B)(6) 2013, an anti-allergic agent was administered and a puncture was performed. On (B)(6) 2013, a catheter x-ray study was done. It was found that csf retained immediately under the abdominal wound, with the pump floating around in the fluid. This resulted in breakage of the anchoring cord, causing rocking. On (B)(6) 2013, abdominal catheter support was provided and no csf leak problem occurred. As of (B)(6) 2013, the outcome for both events was ¿recovering¿. It was later reported that the patient outcome to the catheter kinking was ¿recovered¿ as of (B)(6) 2013. On the same day, a surgery was performed to remove the pump and a contrast study was conducted via the catheter access port (cap). With confirming that the spinal catheter had no problems, the abdominal catheter was replaced. The procedure was performed for csf leakage by securing the pump at six places and covering the dorsal anchoring site with fascia. On (B)(6) 2013, fluid retention in the abdomen was observed at an outpatient visit after discharge from the hospital and 240ml was drained. The abdomen was secured with a belt.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced withdrawal related to the csf leak and catheter kinking.

Event description:
Additional information reported the health care provider (hcp) made a shunt and 400cc of spinal fluid was removed. It was noted the catheter was examined by x-ray, and there were no changes from the positioned c6. It was stated the catheter was left as is, and the pump that was coming off was re-fixed. It was noted the pump was refilled. It was stated that fixation of the pump was planned.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that accumulation of serous fluid in the pump pocket was not recovered on 2014-03-17. It was noted that the relationship to the investigational drug was unrelated. It was reported that cerebrospinal fluid leakage was not recovered on (B)(6) 2014. It was noted that the relationship to the investigational drug was unrelated. It was reported that the deflection of the pump due to the pump¿s fixing thread was recovered. It was noted that the relationship to the investigational drug was unrelated. It was reported that re-fix only the deflected pump without touching the spinal catheters, as the catheter tip, when confirmed from the c-arm, shows no change in the position since its indwelling at c6. It was reported that l-p shunt was performed and pump was re-fixed on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
The patient's final check was reported to be (B)(6) 2013. The patient had no history of adverse drug reaction. The patient was administered loratadine, onan, and steroids with their reason for use provided as complications. The start date of the administration of these drugs was reported as being in (B)(6) 2013 and continuing. The casual relationship to the procedure was unknown. The csf leakage resulted in cephaledema due to hydrocephalus.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that, on (B)(6) 2013, the patient was pale and had a ¿feeling of sickness. On (B)(6) , antibiotics were dosed. On (B)(6), a bust band was placed. On (B)(6), a steroid was dose. On (B)(6), ¿bolheal¿ was noted. On (B)(6), the distal catheter was replaced. It was unknown if the event was related to the procedure. It was later reported that on (B)(6), the patient visited the hospital. 240cc fluid was observed. A belt was placed on the abdomen. The physician directed the patient to avoid the sitting position.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified the patient did not develop cephaledema due to the csf leakage, but rather "the csf leakage results in intractable due to hydrocephalus."

Event description:
It was reported that the patient had an accumulation of serous fluid around the pump at the time of discharge. On (B)(6) 2013, 20 ml of serous fluid was removed during an outpatient visit. It was thought that it was due to some kind of allergic reaction; an allergy to the titanium in the pump suspected. Serous fluid was removed each week because it continued to accumulate. On (B)(6) 2013, approximately 300 ml of fluid was removed. The fluid was tested every time it was removed. Since it was low in glucose (near 0) and eosinophil-predominant, it was considered an allergic reaction and the patient was taking oral anti-allergy drugs, but they hadn't been effective at all. Although spinal fluid leakage was a possibility, it was thought to be unlikely considering the constituents. In early (B)(6), 475cc of fluid was removed at the outpatient visit; the fluid accumulation hadn¿t changed it accumulated quickly as before. On (B)(6) 2013, 400 cc of fluid was removed. A patch test was done on (B)(6) 2013 and was negative for a titanium allergy. The steroid didn¿t work, so they were convinced it was a csf (spinal fluid) leak. On (B)(6) 2013, 400 cc of fluid was removed. They found a leak at the part of anchor by contrast radiography. On (B)(6) 2013, they operated to suture at the part of anchor and a blood patch was done. When the doctor opened the patient's back, they found ¿a loose suture and the tip of anchor came out in overflowed cerebrospinal¿. They sutured the tip of the anchor with muscle of the abdomen and then they ¿sutured the anchor abdominal of catheter side with two place on scachalp¿. After that, the doctor performed the blood patch with 10cc of the patient's own blood. On (B)(6) 2013, they did a ¿catheter contrasting¿, but cerebrospinal fluid did not come out of the cap (catheter access port). When checking the catheter state in three dimensional CT it twisted with the pump. They ¿assumed the reason that the pump turned at an abdominal pocket¿.

Event description:
It was later reported that, on (B)(6) 2014, 200cc of fluid was removed before a refill. The patient was not having abdominal belts, just wrapping bandage. The patient was not having abdominal belts on because of 'gastrostoma." For that reason, 200cc of fluid needed to be removed once every 2 weeks.

Manufacturer narrative:
Product ID: 8781, lot# 381984,implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, lot# 381984, implanted: (B)(6) 2013, product type: catheter. Product ID: 8781, lot# 381984, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that at the time of outpatient visit on 2014 (B)(6), the amount of waste fluid was 400cc and an inversion of the pump was identified by palpation. Due to this, revision operation of l-p shunt and the pump as treatment for liquorrhea was determined to be performed on 2014 (B)(6).

Manufacturer narrative:
(B)4). Product ID 8781, lot# 381984, implanted: (B)(6) 2013. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4) , ubd: unknown, UDI#: unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information about the event was received from a foreign hcp lecture via (B)(6). It was detailed that a patch test with silicon was also negative and that the puncture fluid was culture-negative for infection. It was indicated that the initial repair procedure involved purse-string suture, fibrin paste, and a blood patch. Swelling developed on the day following the procedure. There was a reported question of "what about the hole in the spinal catheter?" It was stated "depression in fluoroscopy room: palpable impossible." The second repair procedure involved fibrin paste, implanted under the fascia, and "a repair of abdomen." It was noted that the patient experienced a skin ulcer at the compression site of the wrapping/pressing with bandage.